Event description:
The facility representative reported a colleague infusion pump with a failure code 810:04. This event occurred upon power up in the "biomed service" department. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version is colleague (B)(4).

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with an 814:04 failure code was confirmed but not reproduced. The cause of the reported condition was determined to be faulty pump head module (phm). The phm was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.